Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed. During visual inspection a crack in the main body was observed. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody (light blue piece) of a minicap transfer set cracked after being in use on the patient for less than a month. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.